Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly. Also pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had unexplainable no delivery alarms and insulin pump rejected new batteries. Customer stated that insulin pump belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.